Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with his left implanted ear since (B)(6) 2018 after a head trauma; the opus 2 audio processor fell off his ears too. Both processors were found to be in good condition. The user would complain of sensitivity and pain when the implanted site was touched.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. The reported pain is most likely related to the reported accident. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The bilaterally implanted user has had no hearing sensation with his left implant since (B)(6) 2018 after a head trauma; the audio processor also fell off. The user complained of sensitivity and pain when the implanted site was touched. Further medical intervention is considered.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. The reported pain is most likely related to the reported accident. All the problems given in the recipient report appear to match the investigation findings. This is a final report.

Event description:
The bilaterally implanted user has had no hearing sensation with his left implant since (B)(4) 2018 after a head trauma; the audio processor also fell off. The user complained of sensitivity and pain when the implanted site was touched. The user has been re-implanted on (B)(4) 2018.